Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient felt like there was a change, so a healthcare professional (hcp) performed x-rays that showed the leads were fine, but that the device had shifted. The patient reported the hcp offered to do a revision, but then found out the patient had a brain tumor (determined to unlikely be related to the device or therapy) so nothing was revised. The patient was sent hcp listings. No further complications were reported. Follow up was conducted.